Event description:
Severe burning in throat; niosh respirator. Tc-84a-9221. Wore n95 respirator the day before and woke up with terrible burning in my throat, which slowly went away after not wearing it. Chemicals in mask should be evaluated. FDA safety report ID # (B)(4).